Manufacturer narrative:
There were no non-conformities detected during the batch history review and testing of the retain sample. The drain could tear due to some damage in use. The complaint considered to be not justified; no CAPA will be required in this case.

Event description:
The tube broke during use.